Event description:
It was reported that during a coronary drug eluting stenting procedure, a shaft break occurred. The lesion being treated was located in the left anterior descending (lad). After placing the stent, the physician had difficulty withdrawing the balloon and eventually the shaft broke. The broken shaft was successfully withdrawn from within the patient intact. The procedure was completed with another with same device. No patient injuries and complications were reported during the procedure. Patient's status reported as "stable".